Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad), and a viperwire guide wire were selected for use in a 90% stenosed lesion with 270 degrees of calcification. The lesion was located in a heavily tortuous section of the left circumflex coronary artery that ranged between 3.5mm and 1.5mm in diameter. The lesion was treated with five passes with the oad on low speed. High speed was then selected, and a oad driveshaft fracture on the distal edge of the crown was immediately observed on imaging. Attempts were made for three hours to retrieve the fragments, and the fragments were eventually retrieved via snare. The patient's condition was good following the procedure. An additional event that occurred during this procedure is captured in MDR 3004742232-2020-00136.

Manufacturer narrative:
The reported oad and guide wire were received at csi for analysis. The oad driveshaft was fractured at the crown weld location, and the crown was not returned. Scanning electron microscopy of the fractured driveshaft face identified fatigue striations. It was hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the event was undetermined. A guide wire was passed through the oad without resistance. The oad was tested, spun on all speeds, and functioned as intended. At the conclusion of the device analysis, the reported event of the driveshaft fracture was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad), and a viperwire guide wire were selected for use in a 90% stenosed lesion with 270 degrees of calcification. The lesion was located in a heavily tortuous section of the left circumflex coronary artery that ranged between 3.5mm and 1.5mm in diameter. The lesion was treated with ten passes with the oad on low speed. High speed was then selected. Treatment was performed without moving the crown, and a oad driveshaft fracture on the distal edge of the crown was observed after the seventh treatment on imaging. Attempts were made for three hours to retrieve the fragment. A traditional snare was unsuccessful, and the fragments was eventually retrieved via a microbasket. A dissection was caused by the retrieval in the left main artery. A stent was placed in the left main, and the procedure was completed with balloon angioplasty. The patient's condition was good following the procedure.

Manufacturer narrative:
The report of a dissection was unable to be conclusively confirmed through analysis. Csi ID#: (B)(4).